Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read ¿no disposable clamp tubing.¿ the pump had been stopped but continued to alarm. The patient was instructed to turn the pump off, close a clamp, and remove the cassette. Bubbles were observed in the tubing that extended across the top of the cassette. The green tab was depressed, the cassette was tapped, and the tubing was massaged. The cassette was reattached, the clamp was opened, and the settings were reviewed: residual volume was 129.5 ml, rate was 12.5 ml/hr, and given volume was 120.5 ml. The pump was started again, but the screen still read ¿no disposable pump won¿t run.¿ troubleshooting was repeated but the issue was not resolved. The clamp on the PICC line remained closed. The patient was redirected to their physician. The event occurred while in used with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.